Event description:
Pt was implanted with a 10mm trochanteric fixation nail, a lag screw and a distal locking screw on an unk date. Postoperatively, the nail broke at the distal locking screw hole. The pt was returned to the operating room on (B)(6) 2012 for removal of broken hardware. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Device not returned. A review of device history records for mfg revealed no complaint related issues.